Manufacturer narrative:
Device analysis: returned product consisted of balloon fgs 61-70 cm. The pump failed functional testing with a 60.8 for a range which is below the acceptable range of 61-70 cm. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number 72404127. Serial number: null. Model/catalog description control pump fgs iz.

Event description:
It was reported that the patient experienced dysuria resulting in erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404127, model/catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced dysuria resulting in erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.